Manufacturer narrative:
(B)(4). Approximate age of device ¿ 33 days. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level rose to 828 u/l in conjunction with elevated pump powers. The patient was asymptomatic, but was admitted for evaluation. The patient was placed on heparin until the inr became therapeutic. It was reported that the pump powers decreased to normal ranges and the ldh decreased to the 400's u/l. The heparin was discontinued the week of (B)(6) 2015 in light of a significant hematoma on the patient's back. After discontinuation of the heparin, the patient's inr was 0.97. The patient was being closely monitored for changes in clinical status and/or pump parameter changes. The plan is to restart anticoagulation therapy when appropriate and list the patient as status 1a on the transplant list.